Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the calcified superficial femoral artery. A 6.0mmx220mmx150cm (4f) sterling balloon catheter was advanced for dilatation. First inflation was performed; however, during second inflation, dilation could not be performed. Inflation device pressure was applied, but pressure could not be applied. The device was removed, and inflation was performed outside the patient's body, but pressure still could not be applied. Since it was a calcified lesion, there was a possibility that the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the calcified superficial femoral artery. A 6.0mmx220mmx150cm (4f) sterling balloon catheter was advanced for dilatation. First inflation was performed; however, during second inflation, dilation could not be performed. Inflation device pressure was applied, but pressure could not be applied. The device was removed, and inflation was performed outside the patient's body, but pressure still could not be applied. Since it was a calcified lesion, there was a possibility that the balloon ruptured. The procedure was completed with a different device. No patient complications were reported. It was further reported that the target lesion has 90% stenosed, not tortuous and moderately calcified.

Manufacturer narrative:
E1 initial reporter city: (B)(6).

Manufacturer narrative:
E1 initial reporter city: (B)(6). Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. The balloon folds were loosely folded and there is contrast present inside the device. Functional testing was performed by inflating the device to rated burst pressure and it was able to hold pressure. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the calcified superficial femoral artery. A 6.0mmx220mmx150cm (4f) sterling balloon catheter was advanced for dilatation. First inflation was performed; however, during second inflation, dilation could not be performed. Inflation device pressure was applied, but pressure could not be applied. The device was removed, and inflation was performed outside the patient's body, but pressure still could not be applied. Since it was a calcified lesion, there was a possibility that the balloon ruptured. The procedure was completed with a different device. No patient complications were reported. It was further reported that the target lesion has 90% stenosed, not tortuous and moderately calcified.